Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a normothermia patient was on the arctic sun device with a target of 37c. The device alarmed and powered off. The device alerted that it needed water so sterile saline was added and the device took less than 1 liter. The nurse just realized that they should have added sterile water and not sterile saline. The patient temperature was 35.9c, water temperature was 24.1c and flow rate was 3lpm. The event log showed an alert 45 (ac power lost), one alert 05 (water reservoir empty) and there were no other alarms or alerts. The device was plugged into the bed and mss explained that the device must be plugged into a wall outlet and not the bed. The pads were not emptied before water was added and they drained 500 ml from the right drain port. Now the water temperature was rising and mss explained that the device was overfilled as pads were not emptied before water was added. Mss recommended the nurse to contact the biomedical engineering department so they can drain the device to remove the saline and fill with sterile water and cleaning solution. The water temperature was up to 40c by the end of the call and a bair hugger in place.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a normothermia patient was on the arctic sun device with a target of 37c. The device alarmed and powered off. The device alerted that it needed water so sterile saline was added and the device took less than 1 liter. The nurse just realized that they should have added sterile water and not sterile saline. The patient temperature was 35.9c, water temperature was 24.1c and flow rate was 3lpm. The event log showed an alert 45 (ac power lost), one alert 05 (water reservoir empty) and there were no other alarms or alerts. The device was plugged into the bed and mss explained that the device must be plugged into a wall outlet and not the bed. The pads were not emptied before water was added and they drained 500 ml from the right drain port. Now the water temperature was rising and mss explained that the device was overfilled as pads were not emptied before water was added. Mss recommended the nurse to contact the biomedical engineering department so they can drain the device to remove the saline and fill with sterile water and cleaning solution. The water temperature was up to 40c by the end of the call and a bair hugger in place. Per follow up via phone on 30nov2021, nurse stated that the therapy was able to be completed with no further issues. There was no impact to the patient and the arctic sun device did not need to be repaired.